Manufacturer narrative:
Patient identifier not provided by the site as they use the patient's social security number. On 01/31/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/13/2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site registered nurse (rn) that when wheeling their navigation system into the operating room (or), the system powered off on its own. Once the navigation system was plugged into an outlet, they turned it on and booted into the ent application. Before registering the patient in the register task, the navigation system powered off on its own. Site turned the navigation system back on and registered the patient. Normal function was restored. No further issues for remainder of the procedure. The surgeon opted to continue and completed the ear, nose & throat (ent) procedure with the use of the navigation system. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.